Manufacturer narrative:
Manufacturing evaluation: the goal was to replicate failure mode. A specific caliper, downtube, and polyaxial pedicle screw were used. The screw was placed into saw bone and downtube attached. The caliper was placed through downtube and into screw head with moderate force. The tip of the caliper got stuck in the saddle portion. Upon removal of the caliper, the saddle was also pulled out and remained on the caliper tip. The failure was successfully replicated. Root cause: the tip of the caliper is rounded and thus can fit inside the hole of the saddle. The caliper tip gets stuck and causes the user to generate too much force to remove the caliper. Conclusion: excessive mechanical stress. Corrective actions: the customized instrument tip is going to be modified so that the tip of the caliper can no longer fit inside the hole of the sadder. The item number will then also be updated.

Event description:
It was reported that there was an intraoperative issue with a caliper. During a procedure, the rod caliper tip got lodged in the saddle within an ennovate screw. The saddle was subsequently pulled out; then, the entire screw was removed and replaced. There was a 5-minute delay in surgery. There was no patient harm and no intervention needed. Additional information was not provided. Concomitant part: unknown ennovate screw.